Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley and at the grip-crimp location. The instrument failed the electrical continuity test and no signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.019¿ - 0.176¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the maryland bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system sk0938. Per the logs, the instrument has 3 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the submitted image was performed by isi failure analysis engineers (fae)s and it appeared as though the conductor wire was possibly pulled out of the yaw pulley. Although it appeared as though the conductor wire insulation was not flush with the jaw base, the wrist angle, and the camera angle made it difficult to confirm if the conductor wire was loose, or dislodged from its normal position. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: it was alleged that the bipolar instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no report of harm, or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have a loose conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of any issue related to unintended energy discharge or arcing, no report of instrument collision, and no report of loss of cautery during the last known instrument usage. Additionally, there was no report of patient injury occurring during the last known instrument usage. The customer was unwilling to provide the patient demographic information, nor information about the patient's medical history and relevant tests.